Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly had viral meningitis caused by the herpes simplex virus. The recipient was prescribed acyclovir, ceftriaxone, epilim, and ulcuran. This is the final report.

Event description:
The company was informed that the recipient had a reported case of meningitis, which has resolved. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient was reportedly hospitalized from (B)(6) 2018 to (B)(6) 2018. The recipient was prescribed several IV antibiotics. The recipient's meningitis has resolved. The recipient remains implanted and is wearing the device.